Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized for three weeks due to an infection. The patient reported the infection in their stomach, lead to the removal of their pd catheter (not a fresenius product) and antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unknown) was collected, and the patient was admitted for peritonitis. The patient was treated with intraperitoneal (ip) vancomycin; however, the dosage and duration are unknown. The patient¿s peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa. The cause of which was attributed to the patient¿s shower head not being disinfected properly. After approximately one-week of receiving antibiotics, the patient was still experiencing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product) due to the persistent infection. The patient¿s pd catheter was removed without issue, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The pdrn stated the patient underwent several hd treatments while hospitalized without issue, and following discharge transitioned to an outpatient hd clinic on (B)(6) 2021. The patient is recovering from the events and will likely not return to pd therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Additional information was requested (e.g., discharge summary), however the record is unable to be accessed by the home therapy department since they transferred. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, and the subsequent transition to hemodialysis (hd) therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to an improperly disinfected shower head. Per the pdrn, the patient¿s serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Pseudomonas aeruginosa peritonitis is associated with a high rate of peritoneal dialysis (pd) catheter removal and is one of the most common organisms found in pd catheter related infections. Based on the information available, the liberty select cycler can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction, caused or contributed to the serious adverse event(s) experienced by the patient. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum.